Manufacturer narrative:
Final analysis of the catheter found that there had been a dried drug, blood, or foreign material occlusion of the catheter body. The returned segment passed pressure testing in the lab, but prior to that, was found to be occluded. Due to difficulty removing the occlusion, the segment was cut a couple of times to narrow down the area of the occlusion, so that internal decontamination could be performed. A crystallized, white precipitate was noted after one of the cuts was made. The occlusion seen was not related to the manufacture of the catheter. In addition, the sutureless connector was tested on five different pumps and, in each case, was able to be attached and removed from the pumps.

Manufacturer narrative:
Concomitant medical products: product ID 8784, serial# (B)(4), product type: catheter; product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8590-1, lot# n427841, implanted: (B)(6) 2014, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that there was a catheter occlusion. The location was unknown. There was aspiration difficulty. The physician had some difficulty connecting the catheter to the pump. Once it was connected, the catheter was difficult to aspirate. The catheter was able to clear however this finding was inconsistent with the patient¿s cerebral spinal fluid (csf) flow prior to connection. It was noted a dye study was done in the operating room and the physician experienced some resistance when flushing the catheter. The physician requested a new pump segment catheter since he found the first one difficult to aspirate and flush. It was noted the physician thought it was concerning the trouble he had connecting the catheter to the pump. Once the new catheter was placed, pump connection was easy and the catheter was easy to aspirate and flush. The pump system was delivering dilaudid. It was noted that the catheter had some occlusion with either the suture less pump connector, the collet collection or the catheter itself. There were no patient symptoms or complications related to the event. The patient¿s status at the time of report was ¿alive- no injury.¿ additional information received reported that there was no patient injury. After the device was removed the patient¿s status was ¿resolved without sequela.¿ the reason for the catheter removal was ¿occlusion.¿ during dye study there was resistance felt when flushing the dye.